Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to the sample being discarded. The root cause of the complaint could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver (cg) to cycle power. System error 2367 (cascading alarm) occurred. The tsr advised the cg to finish with a manual exchange and notify the peritoneal dialysis nurse. Baxter was contacted by the caregiver on (B)(6)11. Therapy had been going fine since the events. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.